Event description:
The following publication was reviewed: tony r. Soares et al, ¿clinical outcomes of aortic arch hybrid repair in a real-world single-center experience¿, journal of vascular surgery, 2020 sep;72(3):813-821.doi: 10.1016/j.jvs.2019.11.033. Epub 2020 feb 14 . This article reports on experiences utilizing endovascular stents for thoracic aortic aneurysm treatment with a debranching procedure of the supra-aortic arteries in a hybrid surgery setting. Study end points were 30-day mortality, 2-year survival rates, postoperative complications, and endoleak and reintervention rates. Between january 2010 and june 2018, 35 male patients with a median of 71 years were submitted to hybrid surgery. Reportedly, 3 gore® tag® conformable thoracic endoprostheses were implanted. Overall, three patients suffered a post-operative stroke with two patients expiring due to a stroke within two days following the implant of an endovascular stent. As it is not known if in fact gore® tag® conformable thoracic endoprostheses were implanted into two patients having expired following their stroke episodes, gore reports these deaths in an abundance of caution.

Manufacturer narrative:
H6: investigation conclusions: added codes 4315, 22. H6: component code: added code 4755. A serial number for the gore® medical device involved in this event could not be obtained. Therefore, a review of the manufacturing records was not performed. As the article provides date range january 2010 to june 2018, best estimate of implant date range is january 1, 2010 to june 30, 2018. Code 22: according to the gore® tag® thoracic endoprosthesis instructions for use (IFU), potential complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to: stroke, death. Gore has attempted to contact the corresponding author multiple times over an extended period of time to obtain additional information. As no additional information has been received to this day, this event will be processed and closed with the information provided. From this literature article, the following cases were generated: mpdcase-(B)(4) , report# 2017233-2021-01984, mpdcase--b)(4), report# 2017233-2021-01969, mpdcase--(B)(4), report# 2017233-2021-01970, mpdcase-(B)(4), report# 2017233-2021-01971, mpdcase-(B)(4), report# 2017233-2021-01972, mpdcase-(B)(4), report# 2017233-2021-01975, mpdcase-(B)(4), report# 2017233-2021-01979, mpdcase-(B)(4), report# 2017233-2021-01981. Mpdcase-(B)(4), report# 2017233-2021-01982 b3: corrected date of event. The date of event coincides with the published date of the article. B5: updated event description. D1: corrected brand name. D6a: corrected implant date. H6: medical device problem code: replaced code 4001 with code 3190. H6: type of investigation: replaced code 4118 with code 4119. H6: investigation findings: replaced code 3233 with code 3221.

Manufacturer narrative:
Article citation: tony r. Soares et al, ¿clinical outcomes of aortic arch hybrid repair in a real-world single-center experience¿, journal of vascular surgery, 2020 sep;72(3):813-821.doi: 10.1016/j.jvs.2019.11.033. Epub 2020 feb 14.

Manufacturer narrative:
Please note: implant date (B)(6) 2018 has been provided as date of best estimate and will be revised when gore receives additional information on this incident. Associated with this literature case# 04114 are also the following MFR numbers: 2017233-2021-01969, 2017233-2021-01970, 2017233-2021-01971, 2017233-2021-01972, 2017233-2021-01975, 2017233-2021-01979, 2017233-2021-01981, 2017233-2021-01982.

Event description:
The following publication was reviewed: tony r. Soares et al, ¿clinical outcomes of aortic arch hybrid repair in a real-world single-center experience¿, journal of vascular surgery, 2020 sep;72(3):813-821.doi: 10.1016/j.jvs.2019.11.033. Epub 2020 feb 14. This article reports on experiences utilizing endovascular stents for thoracic aortic aneurysm treatment with a debranching procedure of the supra-aortic arteries in a hybrid surgery setting. Study end points were 30-day mortality, 2-year survival rates, postoperative complications, and endoleak and reintervention rates. Between january 2010 and december 2018, 35 male patients with a median of 71 years were submitted to hybrid surgery. Reportedly, 3 gore® tag® conformable thoracic stent graft with active control system were implanted. Overall, three patients suffered a post-operative stroke with two patients expiring due to a stroke within two days following the implant of an endovascular stent. The article does not make a statement if the two strokes were in fact related to the implant of gore® tag® conformable thoracic stent grafts with active control system. As it cannot be excluded at this point in time that the gore® tag® conformable thoracic stent grafts potentially did cause or contribute to the stroke events, two deaths are reported.